Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number : 2938836-2019-12454. It was reported that the patient presented in clinic for routine follow up. Upon interrogation, high ventricular rate episodes due to noise was noted on the atrial and ventricular leads. Noise was not reproduced with isometrics. The threshold, sensing and impedance measurements were stable. Programming changes were performed in the past. No additional intervention was performed at this time. The patient was stable.